Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy device was received for evaluation. During visual evaluation, the device appeared to have residue on the distal tip of stylet and the device was received with both slides in their initial positions. No visual anomalies were noted to the device. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device three times in a chicken breast with each trigger, for a total of six tests. The device was able to prime and fire properly. All six samples were obtained with no issues. However, slight grinding was noted to the slides. On further evaluation, the back slide was noted to have resistance when priming, upon disassembly the left side bumper was noted not to be seated in the correct position. Therefore, the investigation is confirmed for the identified failure to prime as the received device had resistance when priming and the investigation is unconfirmed for the reported failure to fire as the device able to be fired and obtain samples. A definitive root cause for the reported failure to fire and identified failure to prime could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a kidney biopsy procedure, the cannula allegedly failed to fire. The procedure was completed by using another device. There was no reported patient injury.